Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the attempt to charge the pump using a car charging adapter, smoke and heat were noted at the usb port of the pump. Then customer stated that the pump was able to be charged and appears to be fully functional. There was no reported impact to the customer's blood glucose level.